Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed error code #107 in the iabp log files, but was unable to duplicate the reported issue. As a precautionary measure, the stm replaced the front end board and calibrated the iabp unit to factory specifications. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced an internal communication failure then shut off. The iabp unit was removed from service and brought to the customer's biomed. There was no patient harm and no adverse event reported.